Event description:
The reporter stated that the surgeon was using a 20.0 diopter three piece silicone lens model aq2003v in the aq cartridge-fp and felt resistance when trying to advance the lens in the cartridge and thought it was due to the cartridge. No patient contact or injury.